Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non pacer dependent and asymptomatic patient presented in clinic for follow up. It was noted that the patient experienced trouble with sending transmission to merlin.net. All data was cleared and transmission was unsuccessful. Device parameters were reset and programmed to nominal setting through etp. Still the transmission was unsuccessful . Upon device download through etp, successful transmission was sent. Patient remained asymptomatic during all the steps.